Manufacturer narrative:
Concomitant device: biolox delta option femoral head 28mm od (cat# 170-28-50 / serial# (B)(4)) biolox delta adapter 16/18-12/14; +3.5mm (cat# 170-50-03 / serial# (B)(4)) the 73 year old female patient involved was reported for revisions due to early prosthesis wear and subsequent osteolysis approximately 5.5 and 4.5 years after the respective index tha surgeries. The prosthesis wear was able to be confirmed from the provided radiographs. However, the explanted devices were not available for evaluation. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner due to implant positioning, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision/monitoring reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue.

Event description:
The 73 year old female patient involved was reported for revisions due to early prosthesis wear and subsequent osteolysis approximately 5.5 and 4.5 years after the respective index tha surgeries. The prosthesis wear was able to be confirmed from the provided radiographs. However, the explanted devices were not available for evaluation.